Event description:
It was reported that patient enrolled in clinical study, underwent right total hip arthroplasty (B)(6) 2003. A subsequent revision was performed (B)(6) 2009 due to cup loosening. The cup was removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Product identification & expiration date - unknown . Manufacture date - unknown. The product identification necessary to review manufacturing history was not provided.